Event description:
On (B)(6) 2023 getinge became aware of an issue with one of our accessories ¿ 100925a0 - universal remote control used with 116001a0 otesus or table column, stationary during preparation for emergency c-section. As it was stated, display of the remote control stopped working during transfer of table top onto the column. The staff attempted to finish the transfer by connecting the affected control to the column via cable. The display of the remote control remained dark and all commands were executed with a delay of approximately 30 seconds. According to the provided information, the override panel of the column could be operated and the staff managed to remove the transporter in time for the procedure to take place. The issue has led to a delay of approximately 2-3 minutes. There was no injury of the patient reported, however, we decided to report the issue as a delay in a critical step of the treatment, could lead to serious injury in case of event recurrence.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of our accessories ¿ 100925a0 - universal remote control used with 116001a0 - otesus or table column, stationary during preparation for emergency c-section. As it was stated, the display of the remote control stopped working during transfer of table top onto the column. The staff attempted to finish the transfer by connecting the affected control to the column via cable. The display of the remote control remained dark and all commands were executed with a delay of approximately 30 seconds. According to the provided information, the override panel of the column could be operated and the staff managed to remove the transporter in time for the procedure to take place. The issue has led to a delay of approximately 2-3 minutes. There was no injury of the patient reported, however, we decided to report the issue as a delay in a critical step of the treatment, could lead to serious injury in case of event recurrence. It was established that when the event occurred, the device failed to meet its specification and in this way, the device contributed to the event. The device was being used for the patient¿s treatment when the event took place. A review of the received customer product complaints revealed that there were no injuries to a user nor to a patient or operator when this particular malfunction occurred. The root cause evaluation was performed. It was established that the outage of the remote control is most probably related to the bouncing of the foil keys which can cause a false detection on a keyboard error by the software. The bouncing of the membrane button was investigated by the supplier. According to our root cause analysis, the outage issue may occur in the following situations: a) not plausible key press (bouncing) is detected. B) when the user quickly turns the remote control on, then off and on again. C) potentially when the remote control performs a reset after self-test or after a factory reset is executed by the user. A software update was made via engineering change eco 24w181 to mitigate the outage issue, so that the remote control does not turn off permanently. When the issue occurs, the remote control shows an error message to the user, automatically makes a self-reset, turns off and on again. In total, this reaction takes less than 5 seconds. After that, at pressing of any button, all functions are again available. The manufacturer has initiated the CAPA and related fsca. In summary and as a result of the root cause evaluation, it can be concluded that the reported issue, namely the delay in a critical step of the treatment, was caused by the design failure at the supplier. The correction of d1 brand name, d4 catalog #, d4 unique identifier (UDI) #, h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code ¿ explain, h6 component codes and h6 health effect ¿ impact codes fields deems required. This is based on the internal evaluation. Previous d1 brand name: universal remote control. Corrected d1 brand name: universal remote device. Previous d4 catalog #: 100925a0 corrected d4 catalog #: n/a. Previous d4 unique identifier (UDI) #: n/a corrected d4 unique identifier (UDI) #: (B)(4). Previous h3a device evaluated by manufacturer: no corrected h3a device evaluated by manufacturer: yes previous h3b device not eval provide code: other corrected h3b device not eval provide code: n/a previous h3c if other provide code - explain: device not returned to manufacturer corrected h3c if other provide code - explain: n/a previous h6 component codes: electrical and magnetic/transmitter//3141 corrected h6 component codes: electrical and magnetic/computer software//4707 electrical and magnetic/user input device/keyboard/keypad/475. Previous h6 health effect ¿ impact codes: surgical intervention/surgical procedure delayed//4633. Corrected h6 health effect ¿ impact codes: delay to treatment/ therapy///4604.

Manufacturer narrative:
The correction of d4 serial #, d4 unique identifier (UDI) # field deems required. This is based on the internal evaluation. Previous d4 serial #: (B)(6), corrected d4 serial #: (B)(6). Previous d4 unique identifier (UDI) #: (B)(4), corrected d4 unique identifier (UDI) #: (B)(4).

Event description:
Manufacturer's reference number (B)(4).